Event description:
A revision was needed to replace a creo rod that was found broken post operatively. This event occurred in australia.

Manufacturer narrative:
A revision was needed to replace a creo rod that was found broken post operatively. The investigation is still ongoing. Nothing could be determined as to the cause of the reported issue.